Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d4: lot h3, h4, h6: part number: 03.233.006. Lot number: 75p7846. Manufacturing site: haegendorf. Release to warehouse date: november 11, 2020. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the complaint device aiming arm radiolucent (product code: 03.233.006, lot number: 75p7846) was returned to customer quality (cq) west chester for investigation. The aiming arm extended holder part below the latch assembly has large crack throughout. This is identified to be due to the failure of carbon-fiber reinforced material used in the making of the item particularly interlaminar breakage due to shear forces. Breakage is most likely favored by defects in the structure of the carbon fiber reinforced peek plate. It is in the nature of the material that the shear strength is highly anisotropic and lowest between carbon fiber layers. Likely interlaminar shear strength is reduced by defects resulting form manufacturing issues not leading to complete bond between the carbon layers. Device/defect identified: yes. Document /specification review: based on the date of manufacture, the current and manufactured version of the drawings were reviewed. Aiming arm cpl aiming arm- center part. Dimensional inspection: dimensional inspection could not be performed due to the geometry of the device. Complaint confirmed: complaint can be confirmed based on the available information. Conclusion: the complaint was confirmed on the device. The root cause of the complaint condition can be confirmed as the manufacturing/processing error with the carbon fiber layers. Jnj nonconformance (nr) is opened to further determine the manufacturing/process error that cause the complaint condition. Any further corrective/preventive actions if required will be determine under nr. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device history lot: the device lot number is unknown, therefore a device history review could not be performed. If more information become available, the record will be re-assessed. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: investigation summary: the complaint device (aiming arm radiolucent) was not received for investigation. A photo investigation was performed based on the photos. Reviewing the evidence provided the reported event can be confirmed. After review of the photo provided it can be visually detected that the device is cracked. A definite assignable root cause could not be determined based on the provided information. A manufacturing record evaluation cannot be performed due to lack of lot number. As the device was not returned, and as-received condition could not be assessed and a dimensional inspection and document/specification review were not completed. During the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional device product codes: hwc. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the rfna aiming arm broke. No fragments were generated. There was no surgical delay. The procedure successfully completed. No patient consequence. This report involves one (1) aiming arm radiolucent. This is report 1 of 1 for (B)(4).